Event description:
It is reported that the patient received three endeavor drug eluting stents (sizes 9, 18 and 24 mm) approximately 5 years ago. The patient has been experiencing migraine headaches all his life, however, since the implantation of the endeavor stents the migraine headaches have increased in frequency from weekly occurrences to daily. The patient reports that symptoms occur after a period of activity. Neither migraine medication or strong pain medication successfully treat the headaches - the immunosuppressant drug prednisone was prescribed to treat his bronchitis and seemed to stop the headaches. He has since ceased taking prednisone as the side effects were unpleasant. The patient has received angiograms and the vessel is widely patent. Stress tests performed were found to be negative.

Event description:
The implant date of (B)(6)-2008 was not reported in initial report.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (reaction), pre-disposed to event (patient has history of many allergies), no results available since no evaluation performed (device or procedural images were not returned for investigation); evaluation, conclusions: inherent risk of procedure (reaction), pre-disposed to event (patient has history of many allergies), unable to confirm complaint (device or procedural images were not returned for investigation). (B)(4).

Event description:
Additional information: the index procedure was to treat the rca vessel. Approximately 2 months later the patient began experiencing severe daily headaches.